Event description:
On 2/5/97, 9:00 am while transferring this resident from shower stretcher to bed using lift sling, the sling ripped at the seams and resident fell to floor. Resident was transported by squad to hosp for evaluation and to rule out fracture. At hosp a CT scan was performed resulting in negative fracture. Resident was consulted by dr for agitation. Diagnosis: back pain, treatment: ambulate and resume meds.